Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: cable and image capture flooding (internal), image flickering due to cable failure, cable breakage. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited image flickering, cable and image capture flooding, cable breakage. There was no patient involvement.